Event description:
After an implantation period of 40 months, oversensing in the ventricular channel was reported.

Manufacturer narrative:
We received your event description for the above mentioned ICD and lead and would like to thank you for supporting our post-market surveillance. As of today, the ICD and the lead are not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided iegm episodes revealed artefacts in the right ventricular channel and farfield channel which led to the reported oversensing as well as an inappropriate ICD charging cycle. The inspection of the provided trend curves and provided radiograph gained no further information. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.